Event description:
It was reported that during a sinus procedure, the handpiece leaked water. Back-up equipment was used to complete the procedure as planned. There was no injury to the user or pt, and no adverse consequences associated with this event.

Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. A follow up report will be made if the product is returned and if the investigation requires.